Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported "aggressive" vibration and noise coming from arm when j4 elbow is in a raised position (similar height to holster/scorpion position). Vibration/noise only occurs during tha reaming for right posterolateral hips. No vibration/noise during 'rio registration' or during pre-surgery checks.

Event description:
Mps reported "aggressive" vibration and noise coming from arm when j4 elbow is in a raised position (similar height to holster/scorpion position). Vibration/noise only occurs during tha reaming for right posterolateral hips. No vibration/noise during 'rio registration' or during pre-surgery checks.

Manufacturer narrative:
Reported event. An event regarding noise involving a mako robotic arm was reported. The event was confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: found transmission cables need to be tightened. Tightened j3, j4, j5 & j6. Observed arm accuracy is off. Kin cal¿d both sides and verified. Cleaned camera lenses. Cleaned all fiber connections. Checked and verified all connections. No other problems observed and no additional actions were warranted. Completed all testing and verification¿s on robot. Robot is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.